Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturer representative regarding an event happened during post-op for a patient implanted with spinal product type rod. It was reported that, the rod was broken post-operatively due to pseudarthrosis. This lead to the hardware failure. During the revision surgery the distal rod was explanted, and remaining rod was kept in-situ and connected to new construct. The product identifiers of rod were unknown. There were no symptoms or complications reported to patient. No further complications reported.